Event description:
Customer reportedly obtained results of 46mg/dl, 190mg/dl, 185mg/dl, and 290mg/dl within 5 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Customer was using a miscoded device at the time of the comparison. No quality controls were used on the suspect strips. Requested return of suspect device and replacement was sent.